Event description:
It was reported that the patient experienced a cerebrospinal fluid leak and seroma; the pt reported not having therapeutic effect. A catheter blockage was confirmed and surgical revision was performed in '08 and the problem was resolved, although the pt was still not getting relief from pain. The hcp is still titrating the dose to find right amount.